Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure after the lead was sutured in, no sensing was observed. The lead was visualized through fluoroscopy and lead dislodgement was noted. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to extend. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.